Event description:
It was reported that on (B)(6) 2013, a 2.75 x 38 mm xience prime stent and a 3.5 x 33 mm xience prime stent were implanted in the proximal right coronary artery (rca). Direct stenting deployment of a 3.5 x 18 mm xience prime stent in the mid rca at 14 atmosphere (atm) was completed and post-dilatation with an unspecified balloon dilatation catheter (bdc) at 20 atm was performed. On (B)(6) 2015, as part of the 2-year follow up a coronary angiography was performed and restenosis was observed in the mid rca. Percutaneous coronary intervention (pci) was performed. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.